Event description:
It was reported post implant of a realize band, the pt had 1 fill with 2 cc. The pt developed a lump above the port and the suture line was infected. The pt was seeing the surgeon every 3 days to drain the site and has been on antibiotics for 20 days. The port was removed on (B) (6) 2010. In a conversation between the ees medical director and implanting surgeon, the surgeon provided the following info: "the port seemed to be infected and wound was open and port removed. It was packed and left open. Cultures were reported as negative so far. The plans are to replace the port at another site when pt fully healed."

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.